Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was implanted in 2016 due to the previous battery¿s normal battery depletion.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to one elect. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer was planned for a surgical procedure yesterday because all of the impedances were out of range (> 4000 ohms). It was initially planned to replace the lead, wherein the old lead was explanted and replaced with success; however, they were notable to connect the new lead to the implantable neurostimulator (ins) correctly. The screw of the ins did not screw well the lead; even after several clicks, they could always remove the electrode from the ins, as if that screwed in the void. It was noted that perhaps the issue dated from the initial implant of the ins, as it would seem that there was a return of symptoms after that. It was noted that impedance before replacement was out of range (>4000), there was replacement of the ins, and the issue was noted as resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.